Event description:
(B)(4). Long heavy periods, lower back pain, painful intercourse, infections, hemmroids, fibroids, bumps on the vagina, infected (B)(6) c-section scar, skin irritations, diagnosed with lichen planus, positive ana results, diagnosed with fibromyalgia and arthritis, migraines, eye site is getting worse, fatigue, brain fog, hair falling out, metal taste, hypothyroid, excessive weight gain.